Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.7 and 1.5; laboratory inr: 2.0. The time between testing was thirty (30) minutes. Reportedly, multiple finger sticks performed on the same finger, the finger was "milked" after the finger stick and the sample was not applied immediately after the finger stick. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The customer did not provide lot numbers or return products for investigation. Manufacturing record review was not performed because a lot number was not provided. Since the product associated with the complaint was not returned and a lot number was not provided, further investigation was not possible without additional information. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Results of the query of similar incidents in the complaint system for this trend code did not indicate a manufacturing issue. This issue will be subject to future tracking and trending.